Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years and 4 months post-implant it was reported that during a routine outpatient visit, the patient experienced a red heart and low flow hazard alarm when connecting the system controller to a power module. The alarm could be reproduced when the external part of the percutaneous lead, near the connector bend relief, was manipulated; however, no alarms appeared while the patient was on battery support. The patient¿s event history was reviewed and indicated reductions in pump speed when the patient was connected to the power module. It was also reported that the patient was asymptomatic during the events. X-rays were performed and the patient was reportedly stable on battery support. The following day the manufacturer¿s technical service personnel performed an external percutaneous lead replacement as damage was seen.

Manufacturer narrative:
The patient's sex and weight were not provided to the manufacturer. The approximate age of the device is 4 years and 4 months. The device remains implanted and in use by the patient; however, a portion of the percutaneous lead approximately 11 inches from the metal connector was returned for evaluation. Electrical continuity testing revealed a discontinuity of the red wire. The silicone sleeve was removed and damage to the bionate and metal shielding layers within the percutaneous lead was identified at approximately 2.5 inches from the metal connector. Visual inspection confirmed a fracture of the red wire approximately 2.5 inches from the metal connector. The damage appeared consistent with fatigue due to repetitive movement in this area. As a result of the damage, the underlying red wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductor of the red wire contacting the braided shielding if the device was supported by the power module. In addition, the patient¿s system controller event history was reviewed and confirmed the reported low flow alarms and reductions in pump speed. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.